Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the output connector assembly was broken. It was also noted that the hanger and the upper and lower case were broken, the keypad was scratched, the encoder assembly and four knobs were contaminated, the battery wires were pinched with wire insulation not compromised, the main seal was damaged and the display wire was pinched with wire insulation exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular connectors on the external pulse generator (epg) were damaged. The epg was returned for service. No patient involvement reported .